Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 270 mg/dl at the time of incident and current blood glucose level was 144 mg/dl and also reported 382 mg/dl. The customer performed high pressure test and it passed. The customer had symptoms related to high blood glucose level such as very tired, no energy and leg pain. The customer was treated with insulin pump for high blood glucose level. The customer reported that the insulin pump was under delivering as insulin pump received no delivery alarm and the customer continued to had high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.